Event description:
New information was received from the physician providing the device information for the event and further details regarding the event. Low output current was observed not low impedance. Using the provided device information, it was discovered that this event was previously reported and captured in MFR. Report # 1644487-2023-00400. The report of low impedance previously captured in this file will be considered invalid as the event was actually low output current previously captured in another report. Any further updates regarding this event will be added and updated in MFR. Report # 1644487-2023-00400 to avoid further duplicate reports.

Manufacturer narrative:
A2: age at time of event, corrected data: the initial reporter inadvertently left out the patient's age. A3a: sex, corrected data: the initial reporter inadvertently left out the patient's sex.

Event description:
It was reported that the patient underwent a full revision due to low impedance. Patient had x-rays taken of the area. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova & #39;s employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any & #34;defects¿ or & #34;malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.